Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited internal damage inside the bending section. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: d5, d9, g2 updated fields: h3 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was possible that the tip of the needle was caught by channel cover when the needle was inserted with the needle extended, resulting in deformation of the part concerned. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: 3.9 inspection of the endoscopic system ¦ inspection of the instrument channel warning keep your eyes away from the distal end when inserting endotherapy accessories. Extending the endotherapy accessory from the distal end could cause eye injury. Caution ¿ if significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endotherapy accessories with excessive force may damage the endoscope and/or the endotherapy accessories. ¿ confirm that the tip of the endotherapy accessory is closed or retracted into its sheath and slowly insert the endotherapy accessory into the forceps port of the forceps/irrigation plug. Do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endotherapy accessory may be damaged. Olympus will continue to monitor field performance for this device.